Event description:
The endograft was implanted in 2002. Two years post-op the pt was diagnosed with type I b leak caused by progressively aneurysmal left iliac. In 03/2004 the physician treated the iliac leak with a gore aortic cuff placed in the limb. The pt has been experiencing an enlarged aneurysm due to a lumbar leak (present at the procedure). In 10/2004 the enlarged aneurysm was treated with a direct puncture and embolizaiton of the vessel.